Event description:
The transport monitor turned off while it was hooked up to a critical patient who was being transported from the emergency department to imaging. The battery was fully charged. The emergency department staff person disconnected the battery and plugged it back in. The monitor powered back on, but showed an error. The transport monitor was pulled from service and sent to the hospital's biomedical engineering department for evaluation. Biomedical engineering follow up: during a short time frame, biomed had received two transport monitors from the emergency department. It was not certain which of the two transport monitors was involved in this particular event, but biomed reported that the same recommended action applied to the findings after inspecting both of the monitors. For both of the monitors, biomed was unable to confirm any specific problem. Both devices ran fine on battery and ac. There were no error messages found in the system device logs. Batteries were calibrated on both units. It was recommended by biomedical engineering and philips tech support that the emergency department staff conduct a routine "operational check" run daily and to review the test summary daily. The emergency department leadership was reminded to take a proactive approach to device maintenance. Both units were returned to service.